Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Additional information was received on (B)(6) 2018 that medical intervention had occurred. The patient¿s mother stated that the area around the sensor wire started itching and hurting on (B)(6) 2018. On (B)(6) 2018 the patient was crying because the area around the sensor wire hurt so the sensor was removed. The affected area was red underneath the sensor adhesive and around the sensor wire. The reaction site was treated with peroxide. On (B)(6) 2018, the patient went to a doctor¿s appointment and the patient¿s mother asked about the itching and pain due to the skin reaction. The doctor told the patient's mother that the sensor did not look like it was in a comfortable spot. The doctor recommended inserting the sensor a little lower and claimed that the back of the arm or upper buttocks were better locations for sensor insertion. No medication was prescribed. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.